Event description:
It was reported that prior to patient contact, the doctor checked the ngage nitinol stone extractor for a kidney stone removal procedure, and found out the basket wire was abnormal, the basket could not open and close properly. The doctor changed to a new device to complete the procedure. Photos of the returned device appears to show the basket wires detached from the basket sheath. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: name and address: (B)(6). Postal code: (B)(6). Phone: (B)(6). Mobile: (B)(6). G4: PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrections: h6: annex a and g. Investigation ¿ evaluation. It was reported that prior to patient contact, the doctor checked the ngage nitinol stone extractor for a kidney stone removal procedure, and found out the basket wire was abnormal, the basket could not open and close properly. The doctor changed to a new device to complete the procedure. Photos of the returned device appears to show the basket wires detached from the basket sheath. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures, as well as a visual inspection of the returned device, were conducted during the investigation. One ngage nitinol stone extractor was returned for investigation in an open package with label. The basket wires were observed to be pulled from the basket sheath. Bends were also observed in the basket sheath. It is possible the bends occurred when repacking the device for return shipping. Additionally, the shrink tube and glue that secures the basket to the basket sheath had not held the two components together. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for lot. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field and the device was manufactured to specification. Cook also reviewed product labeling. The IFU supplied with the device did not provide any information related to the reported issue. Based upon the available information, inspection of the returned device, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The basket assembly is manufactured by a supplier. A project is in place to further investigate this failure mode. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.